Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported he was hospitalized with hyperglycemia while using the infusion device. Patient's blood glucose was above 600 mg/dl throughout the day on (B)(6) 2011. He felt bad and vomited 8-9 times, and he attempted to lower blood glucose by delivering boluses. His target blood glucose is 70-120 mg/dl. Patient's daughter delivered an insulin injection a few hours later and then called 911 when his condition did not improve. The correct type of battery is used in the infusion device, and the time and date are programmed correctly. There was no blood or insulin leakage in the system. Insulin was not expired, and patient had not experienced any lifestyle changes. Infusion device was not dropped, cracked, or exposed to water or insulin ingress. Patient was treated with an insulin drip at the hospital. Blood glucose was 72 mg/dl on the morning of the report, and he delivered a 4 unit meal bolus through the infusion device. Blood glucose elevated to 400 mg/dl in two hours, and his nurse removed the infusion device and delivered insulin injections. Patient had not changed the infusion device accessories at that time. Follow-up was completed with patient on (B)(6) 2011. Patient was still in the hospital as his doctor wanted to run additional tests, but he resumed infusion device therapy and his blood glucose had returned to normal. Follow-up was completed with patient on (B)(6) 2011. Patient was discharged from the hospital on (B)(6) 2011. He does not know what caused hyperglycemia but believes it was because the infusion set was used for 4-5 days. Patient was advised on the manufacturer recommendations. The alleged infusion set was discarded and will not be returned for evaluation.